Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition. Review of the event history logs confirmed the system fault 44510. Functional testing was performed but the reported issue could not be replicated; the device passed all functional tests. The root cause was undetermined. The main board was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a red screen system fault 44510. It is unknown if there was patient involvement, no adverse patient effects were reported.